Manufacturer narrative:
Date sent to the FDA: 12/21/2007. Conclusion: a video of the initial implant and follow-up surgical procedures was examined. At the time of implantation, it can be seen that the mesh is placed over the inguinal hernia defect and tacked to the lower portion of the inguinal ligament. As the abdomen is deflated, the mesh can be seen deflecting downward. This is partly because no tacks were placed on the medial side of the mesh and partly because there appears to be inadequate dissection medially. The mesh has not failed, but the recurrence is due to placement without adequate coverage of the defect.

Event description:
International customer reports a patient developed a recurrent hernia at an unspecified time following a laparoscopic hernia repair. The patient was returned to surgery for repair. No further information was provided.